Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. All buttons functioned properly; no button/keypad unresponsive anomalies or delay of buttons anomalies noted during testing. The insulin pump was received with moisture damage noted on keypad traces during visual inspection. The insulin pump was received with critical pump error, however critical pump error was cleared. After clearing critical pump error, a pump error occurred. Critical pump error and pump error was due to moisture damage on all electronic assemblies. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, peeling end cap address label, moisture damage on force sensor assembly and moisture damage on motor assembly.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.